Manufacturer narrative:
(B)(4): the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a interject injection needle device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure.according to the complainant, the injection needle was working prior to advancing down the scope. Once in the patient, the needle would not advance. When removed from the scope, the needle was found to have perforated the outer catheter. Another interject injection needle device was used to complete the procedure.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that a interject injection needle device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the injection needle was working prior to advancing down the scope. Once in the patient, the needle would not advance. When removed from the scope, the needle was found to have perforated the outer catheter. Another interject injection needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
The returned interject injection needle device was evaluated. The condition of the returned unit was consistent with the complaint incident that the device needle had penetrated the sheath and would not extend. Analysis of the device found that the outer sheath was pierced by the needle at the distal end. The outer sheath was bent at the location where the pierce hole was found; the bend at the distal end of the outer sheath caused the needle to penetrate the sheath. The inner and outer sheaths were also found to be kinked. The kinks in the inner and outer sheaths would not allow the inner sheath to move freely within the outer sheath. It was not possible to determine if the needle penetrated the outer sheath as a result of the bending, or if the needle penetrated the outer sheath, because the needle was actuated while the outer sheath was bent. However, the defects may have been caused by putting the device in a tortuous path during the procedure. The most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.